Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue hydrocodone/apap 5/325 mg tablets. An invalid validation code error message was displayed, prevented the medication from being issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that validation code was incorrect. A technical support specialist (tss) observed the customer adding the item to the patient order list and identified that the validation code provided by the pharmacy was in an incorrect format. Tss explained the correct validation code format required for overrides and guided the pharmacy accordingly. The system functioned as intended after the technical support specialist guided the user to resolve the issue.